Manufacturer narrative:
Device sample not available for investigation. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation; however, the MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: when the clip is loaded into the jaws, the jaws do not close. The doctor said that there is no noise when he pulled the trigger. No pt injury reported. Pt current condition is fine.